Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a vaginal hysterectomy procedure, the device was used for two firings on the uterosacrals and uterines bilateral. Both staple lines were unformed, but the instrument cut. The surgeons had to get control of the bleeding from the uterines. It took approximately forty to forty-five minutes to control the bleeding and finish the case. The amount of blood loss is unk, but it was not an uncontrollable amount. The third reload was not fired. Used clamp cut tie technique to finish the case. (The tissue on the patient's left side was thicker than the right side). The pt is fine.